Event description:
A report was received that the patient was experiencing ineffective therapy due to high impedances. The physician replaced the leads.

Manufacturer narrative:
Implant date: on (B)(6) 2018 additional suspect medical device components involved in the event: model: sc-2317-70 serial/lot: (B)(4). Description: infinion cx lead kit, 70cm. Analysis of the returned lead sc-2317-70, serial (B)(4), indicated the complaints of the patient losing stimulation and high impedance have been confirmed. Visual, microscope, and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent kinked location of the lead. The bent kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint. Analysis of the returned lead sc-2317-70, serial (B)(4), included visual inspection which revealed that the lead was cleanly cut into two pieces approximately 23.5 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50. Serial/lot: (B)(4). Description: infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient was experiencing ineffective therapy due to high impedances. The physician replaced the leads.